Event description:
Double lead screw was implanted in (B)(6) 2009 at l3-l4 and l4-l5. The pt reportedly fell and subsequently was determined to have a broken screw in the implanted construct. Screw shaft reportedly broke off in the bone and was not removed. Revision surgery occurred (B)(6) 2010 with no additional complications reported.

Manufacturer narrative:
The device was returned and the reported malfunction was confirmed. The screw shank broke approximately 1.2 cm below the shank neck. The apparent cause was an impact due to the pt falling. Additional testing is in process. Product labeling indicates that "these devices can break when subjected to the increased loads associated with delayed union or non-union." Additional labeling notes "loads on the device produced by load bearing and the pt's activity level will dictate the longevity of the implant." The root cause of the event is not known at this time; however, when additional relevant information is obtained, a subsequent report will be filed.